Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6). Reported that the upper left hook that holds the band is broken off in the appliance. No permanent injuries were reported. No additional information was provided.